Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips regarding replacement of a "deteriorated battery". There was no pt involvement.